Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "no image" was confirmed, and further defects were detected. In total the following defects were detected: ---no image. ---led flashing. ---circuit board defective. ---blade worn. ---housing worn. ---housing discoloured. ---cover worn. ---plug worn. The device passed the quality check at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the described fault is normal wear and tear. A defective platinum will impair the electronics, which can lead to a picture failure. If new or additional relevant information, we will reopen the investigation accordingly. This event is filed under internal complaint ID (B)(4)..

Event description:
It was reported that there was no image. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).